Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and fluid ingression found on the lcd display and battery compartment. The customer's problem was not replicated through testing but confirmed in the device's event history log. The downstream occlusion (dso) sensor, lcd display, latch lock and battery compartment were replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump screen was discolored and there was an error with the cassette attachment. There was no patient involvement, no patient injury was reported.